Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 07/16/2015 the reporter contacted animas alleging the patient¿s blood glucose that day was 306 mg/dl with moderate ketones and nausea. The reporter noted the patient treated themselves with an injection of insulin, remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. This complaint is being reported because the alleged hyperglycemia was attributed to an inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/19/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior. The last basal and bolus deliveries occurred on (B)(6) 2015. The pump was manually suspended on (B)(6) 2015 at 18:34; deliveries were manually resumed at 19:34. The pump was manually suspended on (B)(6) 2015 at 11:22; deliveries were manually resumed at 13:19. The total daily dose delivery history correlated appropriately to the user programmed basal rate. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).